Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited far-r oversensing. X-ray confirmed that the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment and far-r oversensing. As received, a complete lead was returned for analysis. Visual examination identified that the helix was retracted and covered with blood. The reported event of oversensing could not be confirmed. Electrical testing did not identify any evidence of conductor fracture or internal short circuit.